Event description:
A customer contacted beckman coulter inc., (bec) and reported that there was liquid leaking onto floor beneath the unicel dxl 600 access immunoassay system. The customer also noted to have leaked down into the ceiling of the medical library one floor beneath the analyzer. There are no reports of injury or user exposure to the liquid waste.

Manufacturer narrative:
The customer was able to clean up the spill using appropriate personal protective equipment (ppe) and absorbent materials. The customer replaced the leaking tubing and continued normal operation. Service was not dispatched for this event as the customer was able to correct this issue through routine troubleshooting. Hardware is the root cause for this event. (B)(4).